Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip vial 2), is related to case with patient identifier (B)(6) (test strip vial 1).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl, 170 mg/dl, and 120 mg/dl. No adverse event reported. The customer used two test strip vials with different lot numbers. It is unknown which test strip vial was used for which blood glucose result. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Customer returned two empty test strip vials (497443, exp. 7/31/2019; 497412, exp. 6/30/2019). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.